Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic aortic valve, the recapture feature was used on the delivery catheter system (dcs) due to the valve being too deep. During the second deployment attempt, at 80% deployment, an infold up to approximately node five was noted that was not previously seen. Subsequently, the whole system was removed from thepatient and a new system was used to successfully implant a second valve. Of note, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 22mm non-medtronic (true) balloon. No adverse patient effects were reported.